Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having issues loading a cartridge. There was no adverse impact to the customer's blood glucose level due to the reported issue. No additional patient or event information available.